Manufacturer narrative:
(B)(4). The customer reported the battery failed the capacity test. There was no pt involvement. The battery was returned to philips for eval. The philips quality engineer evaluated the battery, confirmed the battery capacity test failure and found the battery caused the device to shutdown unexpectedly. This is a malfunction of the battery where the battery failed the capacity test and caused an unexpected shutdown.

Event description:
The customer reported, the battery failed the capacity test.